Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to cell impedance measurement, further troubleshooting could not be performed. No intervention was performed. No further information was available.